Event description:
As stated by the customer (B)(6) 2012: during transfer to place the client in a wheelchair, the maxi move is controlled to go low. When the arm kept going down without control, the arm is lifted to be sure the client wasn't under the spreader bar. Despite of the anti crush the engine kept going until the spindle got stuck on top. Then the client is released out of the slide and removed from under the spreader bar. Maxi move is not placed off by using the on/off button. It's not clear what caused the motor to continued without being shut off by the micro switches. When the nurse lifted the arm, it needs to stop, but it didn't.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo med (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.